Event description:
The customer contact reported during testing at the user facility, the device delivered less than expected. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device delivered less than expected. This was due to the mechanism was out of calibration. This report represents all the info known by the reporter upon query by hospira personnel.